Event description:
Related manufacturer reference number: 3006705815-2022-18901. It was reported that one lead migrated and high impedances. The ipg had also become inoperable (3006705815-2022-18901). It was noted that patient ran stimulation continuously 24/7 and intermittently used tonic stimulation. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114412.